Event description:
While performing cardiopulmonary resuscitation on a patient, the paramedic on the scene reported that the compression to ventilation ratio changed from 5:1 to 4:1. Paramedic reported that the patient was coded blue and had died before their arrival on the scene.